Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Corrected: event/problem description, brand name, device product code, catalog #/lot #, explant date, date received by manufacturer, PMA/510(k) #, manufacture date. Depuy still considers this investigation closed.

Event description:
Litigation papers allege the following: patient was hurt and injured in patients health, strength and activities and sustained severe bodily injuries, shock and contusion. It is also alleged patient suffered severe injuries and will continue to suffer injuries and damages in the future, including but not limited to: chronic inflammation, pain, progressive valgus deformity of the knee and emotional stress/trauma. These injuries and both permanent and disabling. Update - (B)(4) 2012 - plaintiff's preliminary disclosure form was received, which identified part/lot information, and of explant and side. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers allege the following: patient was hurt and injured in patient's health, strength and activities and sustained severe bodily injuries, shock and contusion. It is also alleged patient suffered severe injuries and will continue to suffer injuries and damages in the future, including but not limited to: chronic inflammation, pain, progressive valgus deformity of the knee and emotional stress/trauma. These injuries are both permanent and disabling.